Event description:
It was reported that a malfunction occurred on the pump, and no notable events took place prior to this issue. There was no adverse impact to the customer's blood glucose level. The customer performed a reset on the pump, but tandem technical support decided to replace the pump as part of the resolution process. Customer will continue to use current pump.